Event description:
Physical therapy staff member had a pt running at 5.5 mph on the treadmill. The treadmill abruptly stopped with no warning. The pt lost balance due to sudden stop and jumped off but was not injured. After approx 30 seconds the treadmill started up again. Treadmill was taken out of service due to concerns of recurrence.